Manufacturer narrative:
(B)(6). The 135 cm. Powerflex pro 6 mm. X6 cm. Balloon catheter (bc) didn¿t inflate. There were no patient adverse events (ae¿s) reported. Additional information received indicated that the atmospheres used in attempting to inflate the device were not known. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. There were no problems noted during preparation. Another percutaneous transluminal angioplasty (pta) balloon catheter was used to complete the procedure successfully without patient injury. No target lesion/target lesion characteristic information was available. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available. The product was returned for analysis. One non-sterile unit of powerflex pro 6mm x 6cm 135cm bc returned. Per visual analysis it was noted that the balloon had not been inflated and deflated. The device was thoroughly inspected and no anomalies/damages were noted in the device. Per functional analysis the device could not be inflated. The catheter body shaft was cross-sectioned at 46.0cm from the balloon proximal end and it was noticed that the inflation lumen was obstructed by a crystalline substance. Ftir analysis identified that composition of the foreign material found in the powerflex pro inflation lumen is based on a polymer known as pva (polyvinyl alcohol); commonly used as an embolization agent in medical procedures, as an emulsion polymerization aid or protective colloid. It is not used during the manufacturing process of this device. A device history record (DHR) review of lot 17194020 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty-unable to inflate¿ and pta system foreign material (peripheral)¿ were confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event as evidenced by probable contamination by a particulate embolic agent which likely was introduced during the procedure or during handling by the operator. According to the instructions for use ¿attach a 3-way stopcock to the inflation port, which is marked ¿balloon.¿ attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken. Please note that this is the initial/final report for this product.

Event description:
As reported, the 135 cm. Powerflexpro 6 mm. X6 cm. Balloon catheter (bc) didn¿t inflate. There were no patient adverse events (ae¿s) reported. The product will be returned for inspection. Additional information received indicated that the atmospheres used in attempting to inflate the device were not known. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. There were no problems noted during preparation. Another percutaneous transluminal angioplasty (pta) balloon catheter was used to complete the procedure successfully without patient injury. No target lesion/target lesion characteristic information was available. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available. Addendum: based on the results of the product investigation, the subject code of pta system-foreign material is being added.